Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips healthcare that the device failed opcheck for co2 and had an etco2 equip malfunction inop. There was no reported patient involvement.